Event description:
It was reported that on (B)(6) 2020, in (B)(6), the lock of the clip was found broken prior to usage on the patient for cholecystectomy by the doctor during preparing for closure.

Manufacturer narrative:
(B)(4). The customer returned one loose clip from a cartridge 544253 hemolok xl clips 3/cart 42/box for investigation. The clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip appeared used as there is biological material present on the clip. No damages were observed to the clip. The applier and the cartridge were not returned. Functional inspection was performed on the returned clip. A lab inventory clip applier was used. The clip was manually loaded into the jaws of the applier. The clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clip. The IFU for this product, 220002422, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned clip. The reported complaint of "broken/detached parts - clip - hook" with the clip was not confirmed based upon the sample received. Upon functional inspection, the clip was able to properly load into the jaws of the lab inventory applier and close onto over-stressed surgical tubing. Since no functional issues were found with the returned clip and the applier was not returned, the reported issue could not be confirmed.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 3/cart 42/box lot# 73e1900224 was manufactured on 05/08/2019. A total of (B)(4) pieces. Lot was released on 05/17/2019. The device history review investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020, in (B)(6) hospital of (B)(6) medical university, the lock of the clip was found broken prior to usage on the patient for cholecystectomy by the doctor during preparing for closure.